Event description:
Customer reports during a procedure, the fluoro failed. Patient was moved to another room for procedure completion. No patient information made available by the customer, due to no patient incident. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.